Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section a1 and b5. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by a company representative that this cardiac resynchronization therapy pacemaker (crt-p) was going to be replaced early in the week of (B)(6) 2025 (exact date not reported). The reason for replacement was also not reported. No additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by a company representative that this cardiac resynchronization therapy pacemaker (crt-p) was going to be replaced early in the week of (B)(6) 2025 (exact date not reported). The reason for replacement was also not reported. Additional information is being requested at this time.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5. Follow up report 1 (additional information): this report is being submitted to update section a1 and b5. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by a company representative that this cardiac resynchronization therapy pacemaker (crt-p) was going to be replaced early in the week of (B)(6) 2025 (exact date not reported). The reason for replacement was also not reported. Additional information is being requested at this time. Additional information indicated that this device was explanted with no allegations. The patient received a competitor device. No adverse patient effects were reported. This device has not been returned.